Event description:
On (B)(6), 2012 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed an unspecified error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the morning of (B)(6), 2012. As part of the patient's diabetes regimen, the patient claimed he is on an insulin pump. At the time the alleged issue began, it is not known what action, if any, the patient took regarding his diabetes regimen. The patient claimed he developed symptoms of sweaty and loss of concentration after the alleged issue began. In response to his symptoms, the patient claimed he administered more food/drink. At the time of troubleshooting, the cca walked the patient through a blood retest and the alleged issue was resolved. Replacement products were still sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.